Event description:
In 1994 abortion performed on five and a half week pregnancy. In 1996 low levels of hcg detected between 5 and 11miu/ml. Between 2002 and 2003 hcg levels ranged from 48 to 342miu/ml. Pet scan and laparoscopic surgery performed (needlessly) to investigate form of hcg. In 2003 hcg level was 271miu/ml. Pt referred to hcg facility.